Manufacturer narrative:
Date sent to the FDA: 1/7/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, bso and abdominal sacral colpopexy due to hyperplasia, vaginal prolapse and sui. It was reported that patient also underwent prolite ultra polypropylene mesh implant on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/7/2016, add'l info.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.